Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: during investigation, there were multiple loss of prime warnings observed in the black box associated with a cartridge change. The rewind, load and prime steps were performed successfully with no alarms. The force calibration passed within specification. The pump was exercised for 24 hours with no loss of prime occurring. Unrelated to the original complaint, the battery compartment was observed to be cracked.